Event description:
Customer reports obtaining results of lo, 11mg/dl, and 129 mg/dl on the same device within 10 minutes. No action was taken based on the device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect devcie and replacement was sent.